Event description:
It was reported that the pacemaker was explanted as it was not interrogatable anymore. Should additional information be received, this file will be updated.

Manufacturer narrative:
22-jan-2025 update: explant and event dates provided with the initial report were corrected based on the data stored on the device. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An incoming visual inspection was performed. No peculiarities were found. Next, the pacemaker was interrogated using a programmer device. Upon interrogation, the warning message <pacemaker has had frequent resets.> was displayed on the programmer screen. The pacemaker was operating in the safety backup mode. While in the safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Subsequent inspection of the pacemaker ram data confirmed the occurrence of frequent resets of the electronic module, after the device had been explanted. This led to the activation of the safety backup mode and the above mentioned warning message, to inform the user. The data further documented that frequent resets occurred previously, between (B)(6) 2020 and (B)(6) 2022, which led to activation of the safety backup mode. The backup mode was re-initialized by the user in (B)(6) 2022. The device was explanted two months later, in (B)(6) 2022. The pacemaker was opened to perform an analysis of the electronic module and internal components. A visual inspection of the inner assembly showed no anomalies. Despite a thorough component analysis, no defects were found to correlate with the documented resets of the electronic module. The failure mode causing these resets could not be reproduced under test conditions. Although no definitive root cause was identified, an undetected intermittent failure of the electronic module cannot be ruled out as a potential cause of the reported event.

Event description:
It was reported that the pacemaker was explanted as it was not interrogatable anymore. Should additional information be received, this file will be updated.